Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed a stored signal artifact monitor (sam) episode where noise was observed on all three channels, and it was suspected that the patient likely had electromagnetic interference (emi) from a procedure at that time. It was also noted that all impedance measurements decreased then returned to baseline, which suggested a physiologic factor. Technical services (ts) reviewed troubleshooting options and possible causes. This crt-d system remains in service. No adverse patient effects were reported.